Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have had injected a patient in the upper and lower lips with 1 ml of juvéderm® volift¿ with lidocaine and bilaterally in the ck1 and ck2 area with 1 ml of juvéderm¿ voluma¿ with lidocaine. The patient had ¿dental work/sealing¿ done 9 days later. About 2 months later, the patient started having discomfort in the upper and lower lip. Edema in the lower lip started 3 days later, progressively getting worse as well as pain. The swelling was worse than the pain. Discomfort and pain were also experienced bilaterally in the ck1 and ck2 area. The patient also had fever to 100 on the same day for which the patient took tylenol® and benadryl®. The swelling was getting worse. The patient experienced fever again on the following day. The patient also has a nodule in the upper and lower lip. No trauma otherwise. On this day the patient was treated with hyaluronidase 150 u/ml, intralesional ¿ lips nodules + ck2, ck1. The patient had fever on the following day. On the same day the patient was started on prednisone and clindamycin. There was no fever recurrence after this day. On the following day the hyaluronidase 150 u/ml, intralesional ¿ lips nodules + ck2, ck1, treatment was repeated. 5 days later, the patient was treated with hyaluronidase 150 u/ml and kenalog-10 mix, lip nodules. The treatment was reported as necessary to prevent permanent damage. The event was reported as possibly product related. The reporter added, ¿delayed immune reaction type 4 / dental work 9 days post injection¿. There has been ¿slow improvement¿ of upper and lower lip edema, poor improvement of upper and lower lip nodules, and resolution of tenderness at bilateral cheek area. The symptoms have not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00287 (allergan complaint # 3005113652-2020-00287). This is the first MDR submitted for the first suspect product, juvéderm® volift¿ with lidocaine.